Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced unexplained high blood glucose. The customer's blood glucose reached 400 mg/dl. The customer's current blood glucose was 266 mg/dl. Customer treated their blood glucose with the insulin pump. The customer also reported their insulin pump declined to 47 mg/dl the night before. It was also found the customer did not have any symptoms of high blood glucose. Customer also noted observing insulin dripping from their infusion set during troubleshooting. Customer also declined to perform a high pressure test and check for their settings during troubleshooting. The customer later reported they had a no delivery alarm when their infusion set tubing was crimped. The customer was advised to monitor their insulin pump.